Manufacturer narrative:
E1: additional initial reporter phone no.: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) transfer set disconnected from the titanium adapter. This occurred during an unspecified process step of peritoneal dialysis therapy. The transfer set and titanium adapter were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.